Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/13/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the tsilm user had taken medication containing acetaminophen. The t:slim g4 insulin pump system information guide states: calibrations should not be entered while acetaminophen is in their system. The device is contraindicated with this drug. Instruct the patient to wait approximately 4-6 hours (this may vary depending on patient and dosage) for the drug to get out of their system before entering any additional calibration values. Make sure the patient relies on their fingerstick bg values during this time. If the patient has taken any acetaminophen-containing medication, their sensor readings may be falsely elevated until the acetaminophen leaves their body. However, a root cause for the reported inaccuracy cannot be determined.